Event description:
It was reported that a balloon rupture occurred. A 15mmx3.25mm wolverine cutting balloon was advanced for treatment. However, during the third inflation at 10 atmosphere , the balloon ruptured. The device was removed and the procedure completed with another of same device. There was no injury to the patient and the patient was in good condition after the procedure.